Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver morphine sulfate 5mg/ml, in the pca only mode, with a 2 mg pca dose, a 6 min patient lockout, and a 6mg 1 hour dose limit. The customer contact reported that at 2123, the first 2mg pca dose was delivered. At 2222, the nurse went to "clear the pump" and noted the display indicated 7.5mg had been delivered which exceeded the 6mg 1 hour dose limit. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.